Manufacturer narrative:
As received, a catheter with hemostasis valve and stop-cock was returned in one piece for analysis. Visual examination did not reveal any anomalies with the exception of procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the sheath of the outer catheter caused a coronary sinus dissection during cannulation. The left ventricular lead implantation was discontinued. No additional intervention was performed and the patient was in stable condition.